Manufacturer narrative:
This report is being filed on an international product, list 6a52, that has a similar us product distributed in the us, list 6d18. A followup report will be submitted when the evaluation is complete. Evaluation is process.

Event description:
The account observed an increase in repeat (B)(6) prism hcv results that confirmed (B)(6). Data provided stated 7 samples ((B)(6) 2017) were prism hcv repeat (B)(6) but confirmed (B)(6); 10 samples ((B)(6) 2018) were prism hcv repeat (B)(6) but confirmed (B)(6). The (B)(6) prism hcv blood donations were discarded. No specific donor information was provided. No impact to patient management was provided.

Manufacturer narrative:
The customer provided information on number of tested samples, number of initial (irr) and repeat reactives (rr) and number of samples tested negative when retested (r neg) for the months of november 2017 to february 2018. Based on these data the reactive rates (irr/rrr) for each month were calculated and the reported reactive rates are meeting labeling claims for prism hcv assay. Ticket searches determined that there is a normal complaint activity for the likely cause lots and the tracking and trending report review determined that there are no related adverse and non-statistical trends. A review of labeling concluded that the issue is sufficiently addressed. A batch record review did not identify quality records for the likely cause lots related to the customer's issue. A field data review showed acceptable performance for lots 76058li00, 77012li00, 77308li00 and 79546li00. Although, the customer did not provide information on the number of tested samples per lot, field data and information on reactive samples provided by the customer for the likely cause reagent lots and the time frame of november 2017 to february 2018 shows that the prism hcv reagent lots are meeting labeling claims for specificity. Therefore, no malfunction and no product deficiency was identified.